Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that they were experiencing high blood glucose. Blood glucose level at the time of the incident was above 400 mg/dl which was treated with manual injection. Customer stated that during priming insulin pump was alerting insulin flow block. Customer run self test and it passed. Customer's current blood glucose was 300 mg/dl. Customer declined to troubleshoot for high blood glucose. The insulin pump will not be returned for analysis.